Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three shocks as inappropriate therapy due to oversensing of noisy signals. This occurred after the patient was implanted with a left ventricular assist device (lvad). Technical services (ts) was consulted and reviewed stored data as well as device programmed settings. Ts discussed how there was undersensing and that the every available sensing vector exhibited oversensing of noisy signals. Ts discussed programming options based on stored data. This s-ICD system had therapy delivered turned off, with the physician to determine other treatment options for the patient with this s-ICD system. This s-ICD system remains in service. No additional adverse patient effects were reported.